Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# v834759, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v834759, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3998, lot# v808757, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease and chronic pain. It was reported that during the last couple months patient noticed that her back stimulation became uncomfortable. She tried to adjust the stimulation but could not get it back to the settings that worked for her. She has 2 perc leads subcutaneously in the lower back, one on each side and one epidural paddle for her leg pain. Stimulation felt ok in the legs but she had turned it off for the back. Nothing is known to have contributed to the issue. Rep ran impedances check and both subq lead had an >10,000 impedance, one at contact 11 and one at contact 15. 15 was on lead in the right side of her back and 11 was on lead in the left side of her back. I programmed around the high impedance contacts and she felt the stim in her back and it was more comfortable than when she came in. Was running 30 hz, and 210 pw on both programs. I left her leg programming unchanged as that was working and the paddle and its extension appeared to have no impedance issues. No further action needed. She is going to use the stimulator until she is ready for her normal battery replacement planned for later this year tentatively. At that time impedances will be checked again and extension will be changed if needed. Yes the issue has been resolved at the time of this report. No the health care professional (hcp) has no further information for manufacturer. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.